Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are no non-conformances related to the reported issue for the involved lot. The product sample consisted of one kit incomplete of product 36cm perm cath kit x5. The incomplete kit came inside a plastic bag and it presented signs of use, it was an open kit with dirt residue on the tray. Visual inspection was performed and did not present any issue with the components of the kit. The sample returned was submitted to an underwater test. Both lumens (arterial and venous) extensions did not show bubbles during the test. The sample evaluation revealed a hole below the hub. As per the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter if it appears damaged or defective. The catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks scrapes, or cuts which could impair its performance. Do not use acetone on any part of the catheter. Manufacturing performs a 100% leak test per procedure and qa in process inspection. According to the complaint description the device functioned as intended for approximately 2 months; therefore it can be concluded that the product was manufactured according to specifications and functioned as intended for the reported amount of time, and a cause could not be related to manufacturing activities. With the available information, the most probable root cause could be that the leak could be caused due to excessive force, sharp objects or due to an inappropriate use of cleaning agents. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that there was errhysis (slow bleed) in the joint of the catheter when conducting dialysis, therefore dialysis failed. The catheter use was less than 2 months. There was no patient injury.

Manufacturer narrative:
Submit date: 06/03/2015 an investigation is currently under way; upon completion the results will be forwarded. Multiple attempts have been made for additional clarification on the incident reported. If additional pertinent information becomes available, the report will be updated.